Event description:
It was reported that during servicing, an unrecoverable error occurred on the surgeon console (sc) after completing the upgrade. There was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that a communication problem was detected between the surgeon console and the tower. Review of the logs identified an error code for 'surgeon main controller arm: hall error' had occurred on the left input device, indicating commutation or hall sensor issues. This error code is a subsystem non-recoverable error that requires the surgeon console to be rebooted in order to regain functionality. The error code also reports an error message stating, "warning: surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use.". Additionally, there were instances of an event code for 'right control device: detected hand from infrared presence', which indicates possible errors in the sensor of the right input arm handle. The right input device and hand detection component were cleaned. The system is now performing as intended. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Additionally, the investigation identified an unreported condition of a detection issue, most likely caused by an obstruction on the right input device hand detection component. The system and components should all be wiped down post-operatively, including exterior surfaces of the surgeon console using a soft lint-free cloth pre-moistened with a surface disinfectant product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, an unrecoverable error occurred on the surgeon console (sc) after completing the upgrade. There was no patient involvement.